Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. The initial report will be considered invalid since the complaint was found to be not valid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid telescope had a cracked lens on the outside. The issue was found during a reprocessing. There were no reports of patient involvement.